Manufacturer narrative:
Additional information was received stating that physician was unable to get the screw back into the lead so the lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones and interrogation revealed pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. Additionally, threshold measurements had increased. A revision procedure was performed and visual inspection of the lead identified an insulation breach located near the subclavian area. The lead was surgically abandoned and replaced without further incident. No adverse patient effects reported.